Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a de novo target lesion located in the left anterior descending artery (lad). A 2 x 10 non compliant (nc) balloon was advanced to predilate the lesion. Following predilatation, a 2.75 x 48 synergy drug eluting stent was deployed in the lad, but a proximal dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable following the procedure.